Event description:
It was reported that during a new system implant, high, out of range high voltage lead impedance was observed. When repositioning was unsuccessful, the device was not implanted and was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the reported high hv lead impedance.